Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised due to infection on (B)(6) 2021, approximately two years following primary surgery. The entire reversed construct (40/12 cementless stem, 40/+3 humeral cup, 40mm centered glenosphere with screw, 24mm glenoid baseplate, 4 screws) was explanted, and an antibiotic spacer put in.